Manufacturer narrative:
Pending investigation. Concomitant medical products: 7016219 300-30-10 - equinoxe preserve stem 10mm, a078016 320-08-42 - glenosphere exp 42mm +4mm offset, a072159 320-10-00 - equinoxe reverse tray adapter plate tray +0, a072830 320-15-05 - eq rev locking screw, a037209 320-20-00 - eq reverse torque defining screw kit, a001538 320-42-00 - equinoxe reverse 42mm humeral liner +0.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2022. The patient was revised on (B)(6) 2022 due to infection. The patient was deemed stable after the revision. There was no reported breakage of device(s) or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. The devices are not returning due to hospital policy.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.